Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image cannot be displayed, poor water-tightness of camera unit and cable unit, liquid seepage was found inside the coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, poor water-tightness of camera unit, damage on camera unit and deformation of camera unit, the endoscopic image cannot be displayed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported noisy image during inspection for use involving an olympus camera head. There was no patient injury reported.